Event description:
It was reported that revision was done on knee due to pain. Surgeon replaced the poly.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please review attached for investigation results. (B)(4).